Event description:
It has been reported to philips that the imaging stopped midway during examination. After shooting about 10 images, the message "run aborted: tube problem" appeared on the system and the shooting of images stopped. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a emergency coronary treatment procedure was performed when the incident happened. The procedure delayed and the procedure was completed by restart of the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that imaging stopped midway during examination. After reviewing the log file rse found that the x-ray generator is fault. The rse instructed the customer restarting the system. After restarting the system, the system was returned to use in good working order.